Manufacturer narrative:
(B)(4). Baxter product surveillance spoke with the peritoneal dialysis nurse on (B)(6) 2010, who verified there was no patient injury or medical intervention associated with the incident. This complaint for a system error 2240 (air in set) that occurred during drain 2 of 4 was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The home patient (hp) had disconnected from the hc and reconnected when the alarm occurred. The lot number was not provided; therefore a batch review cannot be conducted. A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4).the device was discarded. A follow-up report will be submitted if additional information becomes available.

Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" 5.4, repeat 3.9. On 10/21: 1st test 5.4, repeat on same finger (different fingerstick), 3.9. Pt's target range 2.5-3.5.

Event description:
A customer contacted baxter?s global technical service center to report a system error 2240 (indicating air in the set) on the homechoice (hc) machine during drain 2 of 4. The home patient (hp) had disconnected from the hc and reconnected when the alarm occurred. The hp disconnectted using aseptic technique and would notify the peritoneal dialysis registered nurse of the missed therapy and complete therapy via manual exchange. Proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention indicated at the time of the initial report.